Event description:
It was reported that the ilet touchscreen cracked after the device was dropped, resulting in partial loss of touch functionality and loss of watertight integrity while the device continued to operate; the device was not synced prior to shutdown, and the user transitioned to backup therapy with plans to return the device. Symptoms included no injury and no changes to blood glucose. Outcomes included no hospitalization and no clinical impact to the user¿s health status. Investigation included complaint intake, verification of shipping details, and arrangement of a replacement device. Investigation of this case revealed physical damage to the touchscreen consistent with user handling, with the affected component identified as the display/touchscreen and housing seal, and the device functioned but with impaired button response. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage from dropping the device.